Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that they now have an overbite, underbite and misalignment of their teeth. They also have jaw clicks on the right side every time that they open their mouth all the way.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.